Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received battery cap and when placed it on insulin pump they got a motor error, when the customer removed the battery cap the threading broke off so the insulin pump had no power. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer reports the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.